Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 681140) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." The patient's medical history included vulvovaginitis, inadequate lubrication, ovarian cancer and uterine bleeding. Previously administered products included for birth control: oral contraceptive pill from 2005 to 2006. Concurrent conditions included menopausal symptoms since (B)(6)y 2019, diabetes since 2010, hypertension since 2010, hyperlipidemia since 2010, uterine haemorrhage, dysmenorrhoea and blood pressure high. Concomitant products included canagliflozin (invokana) from 2015 to 2016, dapagliflozin propanediol monohydrate (farxiga) since 2012 to (B)(6) 2019, glibenclamide (glyburide) since 2016, insulin degludec (tresiba) since 2012 to (B)(6) 2019, metformin hydrochloride;sitagliptin phosphate monohydrate (janumet) from 2010 to 2015 and metformin since 2016 for diabetes, simvastatin since 2010 for hyperlipidemia and lisinopril since 2010 for hypertension. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full) with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain had resolved and the dyspareunia outcome was unknown. The reporter considered abdominal pain, dyspareunia and pelvic pain to be related to essure. The reporter commented: discrepancy noted as per previous summons and current pfs - (B)(6) 2010 and (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: both fallopian tubes noted to be completely blocked by the micro insert. Ultrasound pelvis - on (B)(6) 2015: bilateral essure are seen. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain and dysmenorrhea. Most recent follow-up information incorporated above includes: on 4-oct-2019: pfs and mr received- lot number, medical history, lab data and reporter information were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 681140) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulvovaginitis, inadequate lubrication, ovarian cancer and uterine bleeding. Previously administered products included for birth control: oral contraceptive pill from 2005 to 2006. Concurrent conditions included menopausal symptoms since (B)(6) 2019, diabetes since 2010, hypertension since 2010, hyperlipidemia since 2010, uterine haemorrhage, dysmenorrhoea and blood pressure high. Concomitant products included canagliflozin (invokana) from 2015 to 2016, dapagliflozin propanediol monohydrate (farxiga) since 2012 to june 2019, glibenclamide (glyburide) since 2016, insulin degludec (tresiba) since 2012 to june 2019, metformin hydrochloride;sitagliptin phosphate monohydrate (janumet) from 2010 to 2015 and metformin since 2016 for diabetes, simvastatin since 2010 for hyperlipidemia and lisinopril since 2010 for hypertension. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full) with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain had resolved and the dyspareunia outcome was unknown. The reporter considered abdominal pain, dyspareunia and pelvic pain to be related to essure. The reporter commented: discrepancy noted as per previous summons and current pfs - (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: both fallopian tubes noted to be completely blocked by the micro insert. Ultrasound pelvis - on (B)(6) 2015: bilateral essure are seen. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-oct-2019: quality-safety evaluation of product technical complaint. Event she did not undergo essure confirmation test deleted as hysterosalpingogram done for essure confirmation test. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's previously administered products included for birth control: oral contraceptive pill from 2005 to 2006. Concurrent conditions included menopausal symptoms since (B)(6) 2019, diabetes since 2010, hypertension since 2010, hyperlipidemia since 2010, uterine haemorrhage, dysmenorrhoea and blood pressure high. Concomitant products included canagliflozin (invokana) since 2012 to (B)(6) 2019, dapagliflozin propanediol monohydrate (farxiga) since 2012 to (B)(6) 2019, glibenclamide (glyburide) since 2012 to (B)(6) 2019, insulin degludec (tresiba) since 2012 to (B)(6) 2019, metformin hydrochloride;sitagliptin phosphate monohydrate (janumet) from 2010 to 2012 and metformin since 2012 to (B)(6) 2019 for diabetes, simvastatin from 2010 to 2012 for hyperlipidemia and lisinopril from 2010 to 2012 for hypertension. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full) with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain had resolved and the dyspareunia outcome was unknown. The reporter considered abdominal pain, dyspareunia and pelvic pain to be related to essure. The reporter commented: discrepancy noted as per previous summons and current pfs - (B)(6) 2010 and (B)(6) 2010. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received event "abdominal pain" was added. Outcome of events "abdominal pain" was updated as recovered. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." The patient's previously administered products included for birth control: oral contraceptive pill from 2005 to 2006. Concurrent conditions included menopausal symptoms since (B)(6) 2019, diabetes since 2010, hypertension since 2010, hyperlipidemia since 2010, uterine haemorrhage, dysmenorrhoea and blood pressure high. Concomitant products included canagliflozin (invokana) since 2012 to (B)(6) 2019, dapagliflozin propanediol monohydrate (farxiga) since 2012 to (B)(6) 2019, glibenclamide (glyburide) since 2012 to (B)(6) 2019, insulin degludec (tresiba) since 2012 to (B)(6) 2019, metformin hydrochloride; sitagliptin phosphate monohydrate (janumet) from 2010 to 2012 and metformin since 2012 to (B)(6) 2019 for diabetes, simvastatin from 2010 to 2012 for hyperlipidemia and lisinopril from 2010 to 2012 for hypertension. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy (full) with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved and the dyspareunia outcome was unknown. The reporter considered dyspareunia and pelvic pain to be related to essure. The reporter commented: discrepancy noted as per previous summons and current pfs - 10-jan2010 and 15jan2010. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2019: pfs and mr received. Injury nos replaced with new event of pelvic pain. New events added- dyspareunia (painful sexual intercourse), she did not undergo essure confirmation test. Updated outcome of events. Event onset date was added. Historical drug, concomitant conditions, concomitant drugs were added. Reporter's information was added. Patient's demographics was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.